Event description:
It was reported that the catheter was inserted from the basilic vein in the right upper arm of the patient. Then the physician tried to advance the guidewire with resistance at around axillary vein, however failed to advance although he made some attempts to advance and withdraw the guidewire. So that he tried to remove the guidewire, but could not, as the guidewire was stuck. He recognized that the distal dip of the guidewire has a knot by x-ray imaging so that removed the guidewire and cannula as one unit. It was further reported that he changed approaching from popliteal vein, and another guidewaire (termo radiforcus 0.018) was used to complete the procedure. There was no reported patient injury. The user requests us to investigate the frequency of the same problem with the same cat. No. And also 3275335qj (otw type) besides the normal invesigation.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a knotted guidewire was confirmed. One 0.0170¿ guidewire was returned for evaluation. The guidewire was returned within the guidewire hoop with the distal section of the wire passing through an IV catheter. A fully formed knot is present at the distal tip of the wire extending past the catheter tip. Dried blood residue and tissue is present on the knotted guidewire region. Microscopic observation of the proximal end of the catheter revealed it to be kinked and compressed. The distal end of the catheter was also observed to be flared outwards. The damage on the catheter suggest resistance during insertion was experienced. The outer diameter of the guidewire was measured and was found to be within manufacturing specification. The event description indicated that the guidewire wire and catheter were withdrawn and advanced repeatedly, which may have led to the formation of a knot in the guidewire. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. Since the knot was present on the returned sample, the complaint is confirmed. A lot history review (lhr) of reep3989 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep3989 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was inserted from the basilic vein in the right upper arm of the patient. Then the physician tried to advance the guidewire with resistance at around axillary vein, however failed to advance although he made some attempts to advance and withdraw the guidewire. So that he tried to remove the guidewire, but could not, as the guidewire was stuck. He recognized that the distal dip of the guidewire has a knot by x-ray imaging so that removed the guidewire and cannula as one unit. It was further reported that he changed approaching from popliteal vein, and another guidewire (termo radiforcus 0.018) was used to complete the procedure. There was no reported patient injury. The user requests us to investigate the frequency of the same problem with the same cat. No. And also 3275335qj (otw type) besides the normal investigation.